Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on (B)(6) 2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported to technical support that a patient discovered fluid leaking from behind the cassette door of their cycler after ending peritoneal dialysis (pd) treatment. The patient had received air detected in cassette alarms during an unknown phase of treatment and was unable to bypass them. The pdrn advised the patient to end their treatment and set up with new supplies. When the patient opened the cassette door to remove the liberty cycler set, fluid leaked out. The exact source of the leak was unknown and no reported damage was found on the liberty cycler set. The pdrn advised the patient to discontinue use of their cycler and a new cycler was issued to the patient. The pdrn reported that the patient completed their treatment by performing manual exchanges. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The cassette used by the patient was discarded and unavailable to be returned for physical evaluation by the manufacturer. The lot number for the cassette could not be provided. The cycler is available to be returned to the manufacturer for physical evaluation.